Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated and inspected the instrument and cleaned the pipette assembly. The instrument was tested without further problem, and returned to svc.